Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, retention samples were selected from inventory and evaluated. Upon completion, the issue relating to sleeve leakage was not observed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, "blood spread in the holder."